Event description:
A journal article was reviewed which contained information regarding this patient's implanted left ventricular (lv) lead. The article stated that the post-operative period was ¿complicated by infective endocarditis caused by (B)(6).¿ the physician opted to not remove the lead, which was stable. The article indicated that currently the patient "feels well." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac pacing in a patient with mechanical tricuspid valve. Pol. Arch. Med. Wewn. 2015;125:1-2. (B)(4).